Manufacturer narrative:
This report is being submitted for update of adverse event, explant date, correction of initial reporter: occupation: other health care professional, type of report = serious injury, update impact code and remedial action.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited an estimated battery longevity of 1 month remaining. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information received indicating that this sicd device was surgically explanted, and a new device implanted. At this time the explanted device is located at the facility, with an unknown date of expected return. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update b2 (outcomes attrib to adv event), b5 (describe event or problem), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited an estimated battery longevity of 1 month remaining. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information received indicating that this sicd device was surgically explanted, and a new device implanted. At this time the explanted device is located at the facility, with an unknown date of expected return. Besides surgical intervention, no adverse patient effects were reported. This device has been returned, and product analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited an estimated battery longevity of 1 month remaining. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.